Event description:
The customer reported, the ventilator was alarming safety valve open (svo) while in use on a patient. The customer reported there was no patient harm. The respironics service technician performed extended self testing, (est) which failed due to the heated filter back pressure being out of range. The specification is 5-15cmh2o. The service technician reported, the backpressure test of the heated exhalation filter measured 41cmh2o pressure, indicating a gross occlusion. As specified, a detected occlusion will cause the ventilator to alarm and open the safety valve until the occlusion is resolved. The service technician replaced the reusable expiratory filter to correct the problem. Est was repeated and passed to operating specifications. User maintenance contributed to this event due to an occluded filter. Filter replacement must be performed at manufacturer recommended intervals.